Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was unknown. Customer stated the pump alarm during normal use. The customer was explained that the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with esc and act. The customer was advised that we will send a replacement battery cap. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer reported via phone call that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer was advised to put new battery. Customer did not received failed battery test. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 463 mg/dl on saturday and corrected.